Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Hip revision due to periprosthetic hip pain - femoral component aseptic loosening. Liner revised only and replaced with lineage liner via tga special access. Details of primary implants are unknown. Primary case prior to 2009, as details are not on file or in previous distributors files dated 2009-2011. Au vigilance decision: non-reportable - tga exemption rule 8 applies: revisions >8y are non-reportable for implantable orthopedics products as advised by tga (B)(6). CAPA (B)(4).